Event description:
It was reported while using bd vacutainer® serum, closure separation between the cap and rubber stopper occurred with four tubes while on the analzyer. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received photos for investigation. Among these, eight photos show four tubes with their stoppers stuck inside, and the stoppers separated from their shields. The reported defect of closure separation was observed through customer photo analysis. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, closure separation between the cap and rubber stopper occurred with four tubes while on the analzyer. No adverse impact was reported regarding the patient or user.